Event description:
It was reported the cannula would not pass through an introducer guide during a biopsy procedure. Another device was used to successfully complete the procedure without pt complications. The pt's condition is good. The device was rec'd, evaluated and retained by this MFR. The engineering indicated the distal tip of the outer cannula was burred and mushroomed up and away from the cannula. The distal side of the specimen notch displayed an impact area. The device exhibited good function during cycle testing. The co is unable to determine the exact cause for this event. The co's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stablization may damage the cannula tip. ... Do not leave the needle cocked with the springs under tension until ready to use."